Event description:
Per clinical trial (B)(4): on (B)(6) 2017, patient underwent bilateral revision augmentation mastopexy using a vertical incision. 2 pieces of galashape (galaflex 3d) were used. Concomitant procedures included capsulorraphies and pixie ear correction. On (B)(6) 2018, bilateral capsular contracture was reported. Evidence of grade ii/iii cap con bilaterally. Patient was treated with singulair. Patient was to follow up in 5 months however, last documented follow up on case report forms is on (B)(6) 2018. Unknown end date. Review by medical affairs identifies capsular contracture as likely related to the device and not serious.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient was diagnosed with the post-op complication of capsular contracture. Medical affairs has assessed the patient¿s postoperative course as being not serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting. Not returned - remains implanted.